Event description:
Withdrawal was reported. The patient experienced feeling dizzy, lightheaded, generalized aches. It was also associated with diffuse myalgias, nausea, vomiting and worsening diarrhea. Diagnostic methods on (B)(6) 2012 indicated device alarm, pump malfunctioning. It was noted as moderate in severity resulting in in-patient hospitalization or prolonged hospitalization. It was later indicated the device alarm indicated pump end of life on (B)(6) 2012. The pump was replaced (B)(6) 2012. The patient outcome was noted as resolved without sequelae (B)(6) 2012. The pump delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4) - functional checks during contamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.